Event description:
The customer reported that after opening an instrument tray containing a camera, and a folded piece of polypropylene he observed a circular ring on the bottom of the tray on the piece of wrap. The customer stated that he assumed that it was condensation and touched the spot to see what it was. After touching the spot the customer reported a slight burning sensation and the area turned white. The customer stated that he did not see a doctor or require medical attention.